Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices gastroscopy procedure performed on (B)(6) 2021. During the procedure, it was noted that only one band could be placed and deployed while the other bands came off spontaneously. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty upon setting up the device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a150103 for the reportable issue of bands premature deployment. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the tripwire was secured in the handle assembly and a crimp was present on the tripwire. No visible issue was noted with the handle assembly. There were seven knots observed on the suture, was attached to the wire loop and no issues were observed. Additionally, no bands were found on the ligator head, indicating that the seven bands had been deployed. No visual damages were observed in the suture hole. Microscope examination was performed, and it was confirmed that the ligator head teeth were bent, providing evidence that the component was submitted to tension forces during handling and manipulation of the device and this could have affected the bands deployment activity leading to an improper deployment of the bands. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No other issues with the device were noted. The reported event of failure to deploy was confirmed. The ligator teeth were found damaged. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications. Additional information: e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter phone, initial reporter fax), e3 (occupation)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal varices gastroscopy procedure performed on (B)(6) 2021. During the procedure, it was noted that only one band could be placed and deployed while the other bands came off spontaneously. The procedure was completed with another speedband superview super 7 device. It was also noted that there was no difficulty upon setting up the device. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.